Event description:
Health professional reported right side rupture and capsular contracture (unknown baker grade). Presence of a right periprosthetic purulent collection, shell is pathological (silicone widespread in a lodge). Unknown if device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, capsular contracture and seroma.